Event description:
It was reported that the user experienced fluctuating glucose levels, including a post-lunch hyperglycemic episode referenced elsewhere and a subsequent low glucose to 70 mg/dl after a usual pasta dinner announcement while using the ilet system; the user treated with oral glucose and was in range at 89 mg/dl by the end of the call, and additional training was assigned. Symptoms included hypoglycemia. Outcomes included no long-term health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and troubleshooting and education. Investigation of this case revealed no specific findings, with insufficient information to identify a device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.